Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14590 and 3005099803-2013-14591 address these devices. It was reported to boston scientific corporation on (B)(4), 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, the two clips would not detach from the catheter inside the patient. No kinks were reported and nothing fell inside the patient there were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.